Event description:
Health professional reported an infection round port site. Laparoscopy at time of explantation of the access port showed no infection around the band. An abdominoplasty was performed and infection seen around the port site. The access port will not be returned. A culture tested positive for pseudomonas aeruginosa. The access port has now been replaced five months after the previous revision. The surgeon does not have a clinical opinion as to the causality of the port site infection. The pt was treated with cipro.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "contraindications: the lap-band system is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."